Event description:
According the reporter, during procedure the device did not work in the transection. The pistol was changed but the result did not change. The accessory that was changed could not solve the problem, therefore the device was never used in the case and it was replaced with new one. There was no additional operation performed to correct the issue

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.